Manufacturer narrative:
No device deficiency can be established at this time. Review of available device data, including engineering logs, confirmed that the ilet was operating as intended with appropriate alerting and insulin delivery behavior, and no malfunctions, motor errors, or abnormal conditions were identified. A libre 3+ continuous glucose monitoring system was in use during the event period. There was no evidence of device-related failure, and no factory reset events were observed. The user¿s death was reported by a family member; however, no clinical details, cause of death, blood glucose values, or information regarding medical intervention were provided despite follow-up attempts. As a result, a causal relationship between the device and the reported event cannot be determined. At this time, the complaint is considered unconfirmed with respect to device performance. The investigation remains inconclusive due to insufficient information, and the event will be documented and trended in accordance with risk management procedures. A supplemental report will be submitted if additional information becomes available.

Event description:
On 18-mar-2026, the company representative reported that on (B)(6) 2026 the user expired while using the ilet bionic pancreas system. No information regarding blood glucose (bg) values, preceding conditions, or contributing factors was provided. No ems or hospitalization details were reported, and outcome was death. Long-term health effects are not applicable due to fatal outcome.